Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis, urinary tract infection and sepsis on (B)(6) 2021. Blood glucose reading was 298 mg/dl. Customer stated that there husband or daughter called emergency services. Customer also stated that they were treated with insulin via syringe by daughter. Customer was experiencing high blood glucose symptoms like tiredness, nausea and weak. Ketones test was not performed in hospital. The insulin pump will not be returned for analysis.